Event description:
This lead was implanted on (B)(6) 2014 and still remains implanted at this time. It was noted on (B)(6) 2016 and (B)(6) of last week that the lead exhibited high impedance measurement of >3000 ohms. The physician went to see the patient on (B)(6) 2016 and performed is ometrics and various movements to see other out of range impedance or noise on egms but no noise or out of range impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).